Event description:
Patient undergoing cardiac catheterization and percutaneous coronary intervention procedure with successful deployment of drug eluting stents to the lad (left anterior descending artery) when guidewire fractured inside the patient. Distal tip of the wire was in the apical lad and the proximal part of the in-situ fragment was prolapsed in the lv, across the av. Broken wire led to prolonged procedure, attempted retrieval of broken wire, and perforation of the lv, resulting in pericardial effusion and tamponade. Pericardiocentesis, vasopressors, and pericardial drain required. Maximal resuscitative efforts provided. Patient ultimately expired the following day.